Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure could be unclear or missing printing or user related (eg; incorrect understanding or confusion on printed information). The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Do not use if package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle.visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities: 3cc balloon: use 5cc sterile water; 5cc balloon: use 10cc sterile water; 15cc balloon: use 20cc sterile water; 20cc balloon: use 25cc sterile water; 30cc balloon: use 35cc sterile water; 40cc balloon: use 45cc sterile water; 75cc balloon: use 80cc sterile water. Do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that there was some confusion with the labeling on the foley catheter around how much the balloon should be filled. The customer mentioned that the labeling indicated 16fr 5cc balloon, but the hub of the catheter indicated to inflate with 10ml. Instructions were provided which clarified their confusions. Customer requested to add clearer information to the label of the product. It should indicate that 10mls is needed to inflate and to avoid confusion. Per follow up information received on 14sep2021, the labeling was confusing to the users. If the balloon size was printed and right next to it, it would list the recommended inflation capacity and would prevent this confusion from happening.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was some confusion with the labeling on the foley catheter around how much the balloon should be filled. The customer mentioned that the labeling indicated 16fr 5cc balloon but the hub of the catheter indicated to inflate with 10ml. Instructions were provided which clarified their confusions. Customer requested to add clearer information to the label of the product. It should indicate that 10mls is needed to inflate and also to avoid confusion. Per follow up information received on 14sep2021, the labeling was confusing to the users. If the balloon size was printed and right next to it, it would list the recommended inflation capacity and would prevent this confusion from happening.